Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the co2 absorber adapter screws were loose. The screws were tightened, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit was delivering high c02. There was no report of patient involvement.